Event description:
Customer reported that their blood glucose reading was 460 mg/dl and the sensor was reading 44 mg/dl. Customer stated that the reason for the high was the thresh suspend. Customer was able to bolus and bring his blood glucose readings down to 148 mg/dl. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required due to received sealed sensor being expired.